Event description:
This lead was an attempted implant on (B)(6) 2014. The lead was not successfully implanted due to difficult l v anatomy. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).